Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported that his blood glucose was 450 mg/dl while he was having software upload issues. The customer treated with the insulin pump. Nothing further was reported.